Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing found no fault with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is rebooting itself on a consistent basis. No patient present.